Event description:
It was reported by the customer that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip appears to have mold in syringe. The following information was provided by the initial reporter: what appears to be mold in a sterile unopened 3ml syringe. Two syringes found, only 1 saved to return once receive packaging /shipping information.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 07-sep-2022 h6: investigation summary one sample and one photo was provided to our quality team for investigation. Upon visual inspection, greenish stain around the 1 ½ ml area of the barrel was observed. Potential root cause for the foreign matter non-fluid path defect is associated with the packaging process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 1305229. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported by the customer that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip appears to have mold in syringe. The following information was provided by the initial reporter: what appears to be mold in a sterile unopened 3ml syringe. Two syringes found, only 1 saved to return once receive packaging /shipping information.